Event description:
The user facility reported that a blood leak occurred during the second or third use of a dialyzer. In this case, the blood in the circuit was returned to the pt with no reported loss. The pt condition was reported as fine. In addition, the facility estimated that there have been five previous occurrences of hollow fiber leaks on dialyzers from this lot number after the second or third use. All of these other reported leaks have occurred between dialysis treatments, during re-processing on a dsr4 machine and usually when the pressure in the unit exceeded 100-mmhg. Add'l event specific info was not available.